Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that advantage transvaginal mid-urethral sling system was implanted (B)(6), 2008. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient was last spoken to on (B)(6), 2012. The patient went to see another physician at the facility. She was experiencing urinary retention. As a result, the mesh was removed. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.